Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Medical records have not been provided by the patient's attorney to date. It is alleged the patient suffered from recurring infection. In regards to infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012: the patient underwent an abdominal ventral hernia repair and was implanted with a bard/davol composix e/x hernia patch. (B)(6): the patient began to suffer from wound healing complications, recurring infection, severe abdominal pain, chronic bleeding, unending serum discharge and additional surgical intervention to remove the bard/davol composix e/x patch. The attorney's report alleges pain, abdominal pain, scarring, additional surgical invasive procedure and explant.

Manufacturer narrative:
Addendum to the initial report. This report is being sent to show that post implant the patient had office visits with complaints of drainage near the sire of the repair. The explant date was also provided in the attorney's letter only. No explant operative report was provided in the medical records. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is an addendum based on medical records and an attorney letter provided to davol by the patient's attorney: (B)(6) 2012 - the patient underwent repair of multiple incisional ventral hernias with implant of a bard/davol composix e/x mesh. (B)(6) 2012 - patent had an md office visit where patient complained of some drainage near the site of the umbilical hernia repair. One week prior the patient started to develop some redness and irritation around his umbilicus. Per the md exam, the umbilicus area had some erythema and swelling. Pressure revealed a small pinhole lesion that drained serous fluid but no purulence. Patient was diagnosed with a seroma. (B)(6) 2013 - patient had an md office visit where patient complained of periumbilical pain and drainage that has been present since the hernia repair. Per the md exam notes, the abdomen was non tender to palpation, no masses present with a large ventral midline scar. No abdominal wall hernias were noted or recurrence. Chronic inflammation and scarring around umbilicus with a 3mm open wound without expressible drainage was noted. (B)(6) 2015 - per the attorney letter, the patient underwent explant of the bard/davol composix e/x mesh patch.